Manufacturer narrative:
This follow-up report is being filed to correct information. Zimmer biomet became aware of the reported event on january 16, 2017, rather than january 17, 2017 as previously reported.

Manufacturer narrative:
Morrey et al. "Is coonrad-morrey total elbow arthroplasty a viable option for treatment of distal humeral nonunions in the elderly?" Journal title. 49(4):354-360. No device or photos were received; therefore the condition of the device is unknown. Device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. Product history search cannot be completed since the lot number is unknown. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided. The article was written by ali ersen, mehmet demirhan, ata can atalar, teoman atici and mehmet kapicioglu involving the hospitals (B)(6).

Event description:
It is reported in a journal article that two patients experienced bushing wear following elbow arthroplasty sixty-three to eighty-four months post-operatively. No further information is available.